Event description:
A complaint was received by a customer that stated that meter stopped working. Customer stated that the meter would activate but would not count down. No result to a diabetic who may adjust insulin could result in a serious medical condition. While on the phone a review of the system was conducted. It was learned that the system would accept a reagent strip but the display was incomplete and therefore one assumes gave the appearance the meter stopped working. A requet was made to return the system for evaluation and in the meantime a replacement unit was provided.